Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which was completed as planned since the customer completed the procedure with the wireless pedal. It was claimed that the wired footswitch did not work sporadically since the fluoro switch worked when the user pressed it again. Onsite troubleshooting by a philips field service engineer (fse) confirmed the reported issue and the most likely cause was the internal mechanical problem. The defective wired pedal was returned to philips for further analysis. The failure part analysis found that during visual inspection, 3 out of 4 anti-slips are missing from the footswitch assembly, loose pickup bar and the outer layer of cable has some damage at multiple locations and no failure was found in functional test. To resolve the issue, the philips field service engineer (fse) replaced the wired footswitch, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the procedure was completed using the same system by using the wireless pedal, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy or exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.